Event description:
It was reported that this patient has a history of infections with their previous transvenous system. The patient had their recent sicd system explanted for infection. No additional adverse events were reported.